Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol ventrio (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). On ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and ventrio (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and ventrio (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel (device #1). Per operative notes, ¿a large hernia was excised at the level of the fascia. All the intraabdominal adhesions were cleared. A piece of composix kugel mesh (device #1) was placed into the abdomen and tacked to the overlying fascia using suture.¿ (B)(6) 2006 and (B)(6) 2011 -patient underwent abdominoplasty and endoscopy. (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿extensive adhesions omental in the left upper quadrant was freed up. A small bowel adhesion to the periumbilical region and below the umbilicus were tediously taken down. The remaining abdominal wall was freed from omental adhesions. The previously placed mesh (device #1) was in the periumbilical region. Patient had 3 fascial defects. A synthetic mesh (proceed) was inserted into the abdominal cavity and secured using tacks.¿ (B)(6) 2012 - patient underwent cholecystectomy. (B)(6) 2014 - patient was diagnosed with abdominal pain, recurrent ventral hernia thereby underwent open repair with the removal of composix kugel mesh (device #1) and implant of ventrio mesh (device #2). Per operative notes, ¿anterior aspect of the previously placed mesh was dissected off the surrounding fascial edges. There were multiple loops of small bowel were adhered to undersurface of the mesh were taken down. A circular composix kugel mesh (device #1) was removed. A ventrio mesh (device #2) was placed into abdomen and tacked circumferentially to the overlying posterior rectus sheath using tackers.¿ (B)(6) 2015 - patient had colonoscopy. (B)(6) 2015 - patient was diagnosed with infected abdominal wall mesh thereby underwent open repair with the removal of mesh (device #2). Per operative notes, ¿the infected mesh was in the periumbilical region. The previous scar around the umbilicus into some granulitic and purulent areas were carried down. The anterior aspect of the mesh through the fascia was dissected the overlying marlex mesh off the fascia. Then, the gore-tex portion of the mesh (device #2) off the underlying tissues were removed.¿ attorney alleges that the patient had adhesions, bowel perforation, bowel removal, pain, infection, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 10 months post implant of composix kugel, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional supplemental emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.